Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm during bolus delivery. Customer's blood glucose was 75 mg/dl. After troubleshooting, customer was advised that the insulin pump was working as designed. Customer will not be returning the device for analysis.